Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced at the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires in the small tubing. This is believed to have occurred during revision surgery. In addition, this inspection revealed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode revealed all wires exhibited tensile breaks between the fantail and ground ring. Sem analysis revealed broken electrode wires between the electrode ring ground and fantail region. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. The recipient presented with poor performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.